Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens has a small portion of a plate haptic torn off and is missing. There is clear surgical residue on the lens. A lens serial work order search was performed for similar complaints within the search and no similar complaints were found. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge, foam tip plunger and injector were not returned for evaluation.

Event description:
The reporter stated that, the surgeon advancing a visian icl (implantable collamer lens) model micl 13.2mm in the injector and a haptic tore prior to insertion so no patient contact.